Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that multiple occlusion alarms occurred during bolus and basal deliveries. Customer's blood glucose was 209 mg/dl. Supply changes were performed resolving the alarms. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label.